Event description:
Boston scientific crm received information that a replacement procedure was performed. This implantable cardioverter defibrillator was removed and replaced. The device had reached elective replacement indicators (eri) and end of life (eol) while implanted. There was concern that after this device reached eri, eol was reached more rapidly than expected. This device is included in the mid-life display of replacement indicators advisory communicated on march 10, 2007. This issue is a symptom of that advisory. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the quarter 2, 2010 product performance .